Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney damage. Medical intervention was not specified. The manufacturer is unable to make attempts to obtain additional information. This event is not assessable due to insufficient information related to: sn of device/device information, device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In the previous report the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney damage. Medical intervention was not specified. The manufacturer is unable to make attempts to obtain additional information. This event is not assessable due to insufficient information, no serial number or material number only the description of remstar se auto was provided. Pms also did a reassessment and it was found that the kidney damage reported in this case is not related to the device. This report is being filed to correct and update this information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.